Manufacturer narrative:
The reported events were inadequate capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold and decreased in sensing. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.